Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the pump continuously alarms high pressure despite troubleshooting. Replacement was pump sent. No patient injury was reported.

Manufacturer narrative:
Other, other text: the model number was not documented in the initial report. Updated d4. The date of manufacture was not documented in the initial report. Updated h4.